Manufacturer narrative:
(B)(6). (B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes. This MDR is late since the source data for this MDR is from a retrospective study that was conducted in 2006-2008 which included data from 2002-2006. The adverse events in this dataset were not assessed for reportability until june 2013. (B)(4).

Event description:
It was reported that the patient presented for surgery with diagnosis of spondylolisthesis and radiculopathy of right l3-l4. The patient underwent a procedure for l3-l4 tlif with rhbmp-2 and interbody graft, and posterior instrumentation l3-l4. The bmp was placed both inside and outside the implant. At 9 days post-op the patient was admitted to the ER with severe right anterior thigh pain. A CT scan revealed the superior corner of l4 was fractured. The patient then underwent aprocedure for removal of right l3-l4 instrumentation and decompression of the right l3 nerve.